Event description:
Pt was having a pulmonary function test. While attempting to proceed with the test on inhalation, the screen contained in the prevent pneumotach dislodged and was swallowed by the pt. The screen from the prevent was lodged in the pt's esophagus. Dates of use: last date used (B) (6) 2009. Diagnosis or reason for use: equipment used with pulmonary function testing. Cleaned by staff in pulmonary function.